Manufacturer narrative:
A sample product was not returned for analysis. Lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A consumer reported that six months ago he started to notice a "spot" in his vision of his left eye that looks like two "x's" with some colors gold and green. The lens was implanted approximately 8 years ago. A specialist told him the lens was defective. Additional information was requested.